Event description:
The customer reported that her bg at bedtime was 126mg/dl, but she woke with a high reading of 480mg/dl. The pod then initiated an alarm. Her bg levels remained high (258mg/dl) and a manual insulin injection was administered. The pod will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.